Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The shaping ribbon and core were separated approximately 2 cm distal to the center solder. The tipball was separated and was not returned. The distal coils were stretched 3mm distal to the center solder for a length of approximately 9.3cm. There was no unk substance or material in between the coils 7 mm, 1.1 cm and 1.4 cm distal to the center solder. There was a bend in the core 1 mm distal to the center solder. The polymer was wrinkled 11.5 cm proximal to the proximal solder for length of 7 mm. There was no other damage noted to the guide wire. The stent implant was returned. There was blood visible on the stent implant. The entire length of the stent implant was stretched and smashed. The length of the returned stent implant was 1.5 cm. There were broken struts visible at the proximal and distal ends of the stent implant. There was no other damage noted to the stent implant. The guide wire will be sent to the chemical and scanning electron microscopy (sem) labs for further investigation. Product performance engineering has reviewed the case description and the analysis of the returned device. The sem analysis was able to confirm the separation of the guide wire tip and suggested that the core may have been subjected to tensile overload, the shaping ribbon to ductile overload, and the coil to torsional overload, all which caused the tip to fail and detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Per the IFU, "use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional pt risks, including the risk that the wire may become caught on the stent strut." A definite cause of the guide wire becoming caught on the stent struts cannot be confirmed; however, the cause description reports "that the procedure was to treat in stent restenosis". It is possible that the guide wire became caught on the previously implanted stent, which could have positioned the tip between the vessel and stenting target location. With the stent being deployed, the guide wire would have been trapped. Any additional attempts to remove the wire in this state would have exceeded design limits and caused the tip to fail as seen in the analysis. The stretched coils and bend in the core seen in analysis may have been a result of the tip to fail as seen in the analysis. The stretched coils and bend in the core seen in analysis may have been a result of the tip separating as described. Analysis also noted unk substances in between the coils 7 mm, 1.1 cm. And 1.4cm distal to the center solder. Chemical analysis was unable to confirm the origin of the substances; however, the blood and contrast previously noted on the coils indicates that contamination from the pt was present on the wire. It is possible that this contamination occurred during the removal and separation of the guide wire. With the coils stretched, any debris from the body could get caught underneath and attach to the core as seen in analysis. No damage to the guide wire was reported prior to use. Although the origin of the substances cannot be definitively determined, since the location of the contamination was proximal to the separation, it does not appear to have caused or contributed to the separation. Based on the case description and analysis of the returned device, it appears that the reported difficulties are due to cause circumstances. The lot history record was reviewed. There are no non-conformities associated with this lot number. The MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: separated guide wire tip requiring surgical intervention. Device issue: separated guide wire tip. It was reported that the procedure was to treat in stent restenosis of a xience stent. After stenting of the restenosis with a promus stent, during the attempt to remove the devices from the pt, it was noted that the tip of the guide wire was caught underneath the deployed stent, which resulted in the guide wire tip unraveling and separating. An attempt was made to snare the separated piece of guide wire with a triple loop snare; however, this damaged the deployed promus stent and retrieval was unsuccessful; resulting in the pt being sent for surgery coronary artery bypass graft (CABG), during which the separated piece of guide wire and the damaged stent were removed successfully. No additional event or pt info is available.